Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. Reportedly, the customer has been stressed and was suicidal.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.